Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, white particles in the shell and on the shell, one curved opening on the valve bond edge and a break on the plug strap. A leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge, a sharp break on the plug strap, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge due to an unidentified tear opening, and a sharp break on the plug strap due to an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.